Event description:
Caller states the patient tested 3.91 inr on a lab while testing 5.7 inr on the coaguchek system within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.